Event description:
The customer reported that the vte is too high. Ac mode breathing rate: 12, tidal volume: 500, peak flow: 40l/min, flow trigger: 2, oxygen concentration: 40%, peep: 0cm h2o, vte is 1150ml. Measure the real vt output is 730ml (vt setting=500ml). No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.